Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3487a-56, lot# v931748, implanted: (B)(6) 2013m product type: lead. Product ID: 3487a-56, lot# v999674, implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for failed back surgery syndrome and spinal pain. It was reported that the patient had their second system explanted after the wires were cut during an unrelated spinal fusion surgery. A small segment of the lead was left implanted because the healthcare professional was afraid of removing the portion that was in the spinal column.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.